Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Total right knee revision. As per sales rep on (B)(6) 2016: the femoral component was not loose.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was not confirmed. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to tibial component loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total right knee revision. As per sales rep on (B)(6) 2016: the femoral component was not loose.